Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed there was damage on the m8 thread, the damage is not mfg related. The spec investigation showed the relevant features for this complaint were within product spec; therefore it is concluded this product complaint is invalid.

Event description:
It was reported that during a posterior fusion from t10-s1, the tip of the hook/screw holder broke off into the 8.0mm side-opening screw. Surgeon used a rod holder to remove the screw. Another screw was implanted to complete the procedure. This report is on the 8.0mm side - opening screw (p/n (B)(4)). This is report 1 of 2 for this event.